Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 105 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of actual blood glucose results. The customer is currently taking insulin to manage diabetes. Customer provided that they have not had any recent changes to medication. Back to back blood test performed by customer fasting during call on (B)(6) 2016 produced results of 167 mg/dl and 181 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 09/17/2018 and open vial date is (B)(6) 2016. The meter memory reviewed for test results: (B)(6). Adverse event not reported.